Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to a software issue of the logic board causing a channel error. A review of the device history record for sn (B)(4) was performed from 11/28/2007 to 09/10/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the syringe pump received a channel error. There was no reported patient involvement.